Event description:
Sales representative reported the hook came off the instrument during the procedure, but the tip was retrieved. No serious injury was reported. As of 8/18/01 it is not known if the hospital will release the product for manufacturer's evaluation.